Manufacturer narrative:
(B) (4).

Event description:
It was reported a power on reset (por) occurred after the patient had a therapeutic massage and the ins was off for 3 hours. When the device was turned back on the por message appeared on the programmer. It was also reported a por occured during a patient's recharging session. Additional information received indicated the patient had been consistently recharging. The cause was suspected to be a type of issue related to the battery being out of sync. The battery was not overdischarged. The patient has adequate therapy.